Event description:
It was reported by the distributor that there was a "crack" on the pinch line clamp of the catheter. This was done via a picture that had been returned and was marked indicating the problem.